Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round high profile 460cc, catalog number 3503460, lot number 231495. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation procedure with a saline mentor smooth round high profile 460cc and experienced deflation on the left breast implant and right capsular contracture baker grade IV on the right breast implant diagnosed by the healthcare professional¿s exam. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 600cc. The patient has fully recovered after the surgery. The patient had no complications after the surgery. This medwatch is for the right breast implant.

Manufacturer narrative:
On 05/04/2018, it was reported to mentor that the device history record (DHR) of lot number 231495 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).